Event description:
It was reported that; screw had bad threading inside tulip of 7.5mm x 50mm screw. Update (B)(6) 2016): the threading would not allow the polyaxial screwdriver to thread into the tulip. Another screw was tried, and was successful.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned screw was threaded on the end of a test xia 3 polyaxial screwdriver with no issues.. A test blocker was then threaded into the tulip head. No issues were found during testing. The screwdriver and blocker were both able to be threaded and unthreaded with no issues. The device worked as expected. It is possible the user did not have the screw seated on the screwdriver properly causing it to not thread correctly. Conclusion: the most likely cause of the event is user error.

Event description:
It was reported that; screw had bad threading inside tulip of 7.5mm x 50mm screw. Update (1-may-2016): the threading would not allow the polyaxial screwdriver to thread into the tulip. Another screw was tried, and was successful.